Event description:
It was reported that the insulin pump was dropped into water by accident. The blood glucose reading was 14 mmol/l. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass and unable to perform functional testing due to damaged lcd glass. No moisture damage was found on the keypad traces, under lcd screen, electronic assembly or motor noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump was the missing address serial number label and the end cap sticker.